Event description:
During use, it was reported that the elunir 3.5x20 stent dislodged from the balloon. The event has occurred on three different occasions. The physician deployed the stent in the lesion where the stent migrated. The elunir stent stripped off the balloon, then the physician struggled to find where the stent went. Then ultimately once the stent was found, it was way past target lesion and had to deploy the stent up against the left anterior descending (lad).